Event description:
Patient, with a history of migraines and spine issues, presented to the physician with headaches, ear pain, and jaw pain on the right side post-implant procedure. Physician continued injections for the pain.